Manufacturer narrative:
This supplemental report is being submitted to provide additional information.the device was returned to olympus service operation repair center (sorc). Sorc checked the device and found that the reported phenomenon was duplicated and the cooling fan of the device was broken. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The root cause has not been conclusively determined. Omsc surmised that the reported phenomenon was occurred due to the cooling fan of the device was broken by some cause.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the cooling fan of the device did not work. Other detailed information was not provided. There was no report of patient injury associated with the event.